Manufacturer narrative:
A1-a5 patient information was provided h11 livanova deutschland manufactures the essenz hlm cockpit, the event occurred in illinois. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, the essenz hlm cockpit display froze while the system remained controllable through the knobs. The cockpit automatically restarted after 15 seconds and the case finished smoothly. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11. Complaints database review revealed that similar events have been reported by other customers. Notably, throughout the reboot event , the pumps continued to operate fully, and the system remained controllable through the backup control unit with no impact on the clinical procedure. Reboot is an intended mitigation to reestablish the user interface in case of an unrecoverable exception at the tscp board level. This causes the linux operating system to reset the application to resolve the problem. By design, during the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continue to perform as expected. During the reboot, the cockpit screen shows the livanova logo and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is low and in the acceptable region. Livanova will keep monitoring the market.